Event description:
It was reported that the pump was experiencing error messages. As a result, the pump was exchanged off the patient. There were no reported patient complications.

Manufacturer narrative:
Evaluation: arrow field service evaluated the console and determined that the umbilical cord was loose which caused the display difficulty. The loose connections were tightened and the pump was returned service. There were no parts returned for evaluation. A root cause could not be confirmed with certainty and no specific conclusion could be drawn.